Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had high out of range shock lead impedances greater than 125 ohms. The device and lead were explanted and replaced. No adverse patient effects were reported.